Event description:
It was reported on (B)(6) 2025, that during a 3dimensions mammography system procedure, the foot switch button stuck, causing the c-arm to move down after the button was released. A field engineer was dispatched to examine the equipment and confirmed the customers report. The field engineer replaced the foot switch and confirmed that the system is now functioning in accordance with manufacturer specifications. No patient or user injury reported.

Manufacturer narrative:
It was reported on (B)(6) 2025, that during a 3dimensions mammography system procedure, the footswitch button stuck, causing the c-arm to move down after the button was released. A field service engineer (fse) was dispatched to examine the equipment and confirmed the customers report. The fse replaced the footswitch and confirmed that the system is now functioning in accordance with manufacturer specifications. No patient or user injury reported. The part was scrapped on site. Because of this, there was no part returned, and no initial evaluation performed. The footswitch was 665 days old from the install date to the date of replacement. Because the part was not available, the investigation is limited to a complaint review. There were no prior footswitch related issues or uncommanded motion issues after the fse performed the troubleshooting. Possible causes for footswitch issues include wear and tear due to part use or debris accumulation due to its location on the floor. The footswitch was not returned; therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: the probable cause is a stuck footswitch; the root cause is unknown due to the unreturned part. The severity for this incident is very low, and the calculated post risk control risk index is considered acceptable. Because of this, and because there was no severe injury, no CAPA is required. This will continue to be trended and monitored. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4). Sku: 3dm-sys-std. Serial number: (B)(6). Date of manufacture: 6/21/2023. Installation date: 7/19/2023. Incident date: (B)(6) 2025. Closest pm to complaint date: 2/26/2025 date of part manufacture: unknown. Complaint history review: there were no previous footswitch-related complaints. DHR review summary: there were no discrepancies related to the footswitches.